Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, and occlusion tests; it failed self test returning a pump error 63. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. On the other hand, adjusted the audio options audio volume 1 to 5, and there was no audio at each setting. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 421 mg/dl. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The customer treated high blood glucose with insulin pens. Based on customer¿s report customer did not allege under delivery. Customer using insulin pump within 48 hours of high blood glucose of event. The customer was neither in the emergency room, nor admitted into hospital as result of high blood glucose. Customer reported that the insulin pump failed high pressure test and had insulin flow blocked alarm. The insulin pump will be returned for analysis.